Event description:
Meter name: fasttake. Strip name: fasttake test strip. Meter code: 31. Strip code: 31. Strip storage: stored correctly. Symptoms: the patient reported no symptoms before passing out. Patient's family member reported that pt was admitted to the hospital due to diabetic coma. The pt's meter allegedly was inaccurately erratic. The result on the pt's meter was 202 mg/dl. The result on the hospital's accucheck meter was 170 mg/dl. The time difference between patient's meter and the hospital's was 10 minutes. Treatment was unknown. Patient passed out in 2001, was admitted to the hospital, and was released three days later. No further information has been reported.